Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. There was intermittent or no response from the down button. The blood glucose reading was 132 mg/dl. There were no significant events leading to the alarm observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The customer was advised to return the insulin pump for analysis.

Manufacturer narrative:
All buttons functioned properly. No damage was noted on the keypad assembly. A connector was inspected, and was properly connected. No moisture damage was noted on the keypad. The pump was received with a cracked reservoir tube lip, a scratched case and minor scratches on the lcd window.